Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad cover was damaged, and that subsequently the down arrow, up arrow, and ok buttons became intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was observed to be torn from below the ok button to the up arrow button. The up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination observed under all button contacts. Unrelated to the complaint, investigation revealed that the battery compartment was damaged and the display screen was dim/fading and discolored.